Manufacturer narrative:
The pump was returned for cosmetic damage located on the battery compartment and retainer found on 12/6/2022. The pump was received with a critical pump error (open book image) alarm after battery installation. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully downloaded firmware utilizing crest and the trace, history, and comlink3 files using thus. A review of the pump history file shows pump error 63 and pump error 28 (rtc mismatch) alarms were triggered on 12/16/2022 at 14:24. Further review of the detailed trace file reveals pump error 63 [filenumber = 522, linenumber = 341, variableinfo = 0c (12)] alarms (arm watchdog failure) was triggered three (3) times in a row and on the third instance caused the critical pump error (open book image) alarm. The pump error 28 alarm was generated since the time drift between main and motor clock was more than 1 min and was a consequence of the pump error 63. The pump was cut open to perform a visual inspection. There was no evidence of physical damage or moisture damage found on the electronic assembly (pcba 1 and pcba 2), vibrate assembly, motor, and force sensor. Pump error 63, pump error 28, and critical pump error (open book image) alarms are confirmed, faults are isolated to the hardware. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, stained keypad overlay, missing display window cover, pillowing keypad overlay, and cracked battery compartment. The retainer was inspected, and no damage noted. Pump error 63, pump error 28, and critical pump error (open book image) alarms are confirmed, faults are isolated to the hardware. Cosmetic damage on the battery compartment is confirmed. Damage on the retainer is not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the pump has a crack on the battery side. Blood glucose value at the time of event was unknown. Troubleshooting was performed and the customer reported physical damage to pump's retainer ring. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.